Manufacturer narrative:
H.6. Investigation summary: bd received 2 insyte autoguard 24 gauge units from lot 8275532 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the components. The catheter tips were inspected and found to be within product specifications. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed during testing the engineer could not determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter was found to be defective during use on a nicu patient, and penetration was difficult. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: we are still having complaints from the nicu regarding these IV catheters. Hard to puncture site (couldn¿t find catheter ¿ have needle). Defective ¿ no explanation. Shredded vessel on insertion could watch bruise form immediately. Received email response from customer stating, "there are three needles. They are currently in specimen cups. The dates of the incidents range through the weekend with the last one #3 being on tuesday (B)(6). All patient were nicu infants. Adverse effects ¿ had to puncture more than once. Difficult for infant and parents." Reached out to the customer via phone to clarify dates and patient identifiers was told incident for blowing veins was on tuesday (B)(6) 2021, customer stated (B)(6) was a typo.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter was found to be defective during use on a nicu patient, and penetration was difficult. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: we are still having complaints from the nicu regarding these IV catheters. Hard to puncture site (couldn¿t find catheter ¿ have needle). Defective ¿ no explanation. Shredded vessel on insertion could watch bruise form immediately. Received email response from customer stating, "there are three needles. They are currently in specimen cups. The dates of the incidents range through the weekend with the last one being on tuesday 5/22. All patient were nicu infants. Adverse effects ¿ had to puncture more than once. Difficult for infant and parents." Reached out to the customer via phone to clarify dates and patient identifiers was told incident for blowing veins was on tuesday 5/21, customer stated 5/22 was a typo.